Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon fibers stuck inside body - vagina [foreign body in reproductive tract]. Cotton fibers and end of thread fallen off - tampon [device breakage]. Want to know if bought counterfeit product [suspected counterfeit product]. Case narrative: consumer reported via chat that the tampon fibers fell off. No serious injury was reported.